Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Furthermore, cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead had high thresholds of 2.9 at 0.4ms. The device was explanted.